Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during port placement procedure, the introducer sheath allegedly bent. It was further reported that the patient allegedly experienced sepsis. Reportedly, the preloaded stylet wire was allegedly left inside the catheter inside the patient and the surgeon reported that the warning labels were missing in kit. The patient current status was unknown.

Manufacturer narrative:
A lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device was not returned for evaluation. Therefore, the reported introducer sheath bent, stylet wire left in the patient, missing information and component missing issue cannot be confirmed. A definitive root cause could not be determined based upon the available information. A review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during port placement procedure, the introducer sheath allegedly bent. It was further reported that the patient allegedly experienced sepsis. Reportedly, the preloaded stylet wire was allegedly left in the catheter inside the patient and the surgeon reported that the warning labels were missing in kit. The patient current status was unknown.